Event description:
(B)(4). Event happened in (B)(6) and has been reported to (B)(6) health authority by manufacturer. Summarizing translation of user report: undergoing lumbar spinal anesthesia, the spinal needle is broken 40mm from the needle tip/distal end during retraction. The fragment had to be surgically removed. Two puncturing attempts were performed with the needle prior to anesthesia at l3/4 at an upright sitting patient (female (B)(6)). On the second try bone contact was felt. When retracting the needle, no resistance was felt. Although similar cases have been described in the literature, the patient desires that the fragments are analysed for possible material defects (what professor (B)(6) has excluded and admitted user error).

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the most recent device history records and the raw material history files for the most recent batches did neither indicate recorded quality problems nor rejections related to this incident. If any further information is becoming available, MFR immediately will inform FDA. If no further information is becoming available, MFR considers this file as closed. Conclusion: after eval of the data, we assume that the sprotte needle solid formed by local conditions (pre-damage by bone contact), respectively has been bent and is thus ultimately aborted at the exit point of the introducer needle. A product failure cannot be confirmed.